Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported higher values while wearing the adc freestyle libre 2 sensor compared to a competitor's brand meter on (B)(6) 2021. The customer obtained the unspecified high glucose scan after eating and experienced being tired and "passing out" for 30-45 minutes. The customer further stated that she treated herself with novolog insulin, and that there was no medical assistance provided. No further information was reported. There was no report of death or permanent injury associated with this event.